Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet¿s sleep/wake button was unresponsive and the display froze with a stale time, preventing screen interaction; the user wears a dexcom g7 and had recently changed phones, and the device was identified with a switch/relay component associated with a key or button not working. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical problem associated with the switch/relay leading to a key or button not working. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.